Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the iliac vein using an indigo system flash aspiration catheter (flash catheter) and a non-penumbra sheath. During the procedure, the physician made approximately five to six passes in the target location using the flash catheter. It was reported the physician was experiencing resistance while advancing the flash catheter through a previously placed stent that had collapsed. After successfully aspirating in the vessel, the physician removed the flash catheter and noticed the distal end of the flash catheter was damaged. The procedure had ended at this point and no additional device was needed to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned flash catheter confirmed that the distal tip was damaged. Evaluation revealed that the markerband was detached from the distal tip. If the flash catheter is manipulated within a collapsed stent, resistance may be encountered during use. The interaction between the catheter and collapsed stent likely caused the distal tip damage noticed during removal. Based on the reported event, the markerband was damaged but attached after removal from the procedure. The markerband was later detached from the distal tip of the catheter. Further evaluation revealed scratches to the distal end of the catheter. This damage likely also occurred due to interactions with the stent but was incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.